Manufacturer narrative:
Service repair in the field was performed on march 16, 2016. The replaced master control board was received at the manufacturer on april 15, 2016.

Event description:
It was reported that during a prostate procedure error 521 was observed. An alternative procedure (turp) was performed. No injury to the patient was reported.

Manufacturer narrative:
Device evaluated by manufacturer updated. Evaluation codes added. System analysis/service repair completed on (B)(6) 2016: the reported error 521 issue was verified and determined to be due to a faulty mcb (master control board). The mcb was replaced. At this time, it is undetermined whether the mcb will be returned to ams, the manufacturer.

Manufacturer narrative:
Service repair in the field was performed on march 16, 2016. The replaced master control board was received at the manufacturer on april 15, 2016. The replaced master control board was evaluated on july 27, 2016 and was discarded.